Event description:
Procedure: atypical resection of left lower lung lobe for left pulmonary nodule. According to reporter: during pulmonary resection of the left lower lobe stapler jammed, preventing the section of the lung parenchyma and remaining attached. Conversion procedure from lapara to open. Stapler had already been used with a previous reload with no problem. Extension of the surgery time and extension of the hosp stay. Samples are not available since they were discarded after use.

Manufacturer narrative:
(B)(4).